Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On nov 07, 2022 customer returned pump for an alleged bottom of the pump open up. Pump received with multiple cracks on the case and detached end cap. Unit received with detached end cap, unable to perform any testing and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.